Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient presented with back pain and the preoperative diagnosis of degenerative disc disease and discogenic low back pain with referred leg pain. The patient underwent a surgery which consisted of a posterior fusion l4 to the sacrum; segmental spinal fixation with pedicle screw and rods l4 to the sacrum and allograft implantation. Per the operative report posterior spinal fusion was carried out from l4 to the sacrum by decorticating the posterolateral aspect of the patient's spine using a bur, appropriate size allograft was distributed over the posterolateral aspect of the patient's spine from l4 to the sacrum completing the fusion. Next, anterior lumbar interbody fusion was carried out by fastening parallel bleeding bony surfaces at l5-s1 and l4-l5. Appropriate sized allograft spaces were selected and gently implanted in the interspaces at each level with appropriate amount of distraction completing the fusion. No patient complications were noted. Specimens received from the formalin were analyzed with the final diagnosis of degenerative firbrocartilage and scant fragments of bone. Intra operative x-rays showed alignment int act. On (B)(6) 2009 the patient underwent a chest x-ray which showed small bibasilar areas of subsegmental atelectasis. On (B)(6) 2009 the patient was discharged from hospital. On (B)(6) 2009 the patient presented with back pain and no signs of infection. On (B)(6) 2009 the patient presented with some residual right sided leg pain. On (B)(6) 2009 the patient given the work status "may not return to work." On (B)(6) 2009 the patient presented lumbar syndrome. He complained of mild buttock pain on the left side. X-rays showed the beginnings of a solid arthrodesis with abundant bone formation in the paralateral positions and blurring margins between the bone graft and the bone indicating the beginnings of successful fusion. On (B)(6) 2009 the patient presented lumbar syndrome. On (B)(6) 2010 the patient presented back pain and lower extremity pain with numbness and aching. And was making slow, steady progress with some bad days. Work status may not return to work. On (B)(6) 2010 the patient presented with pain and lumbago and was doing reasonably well. On (B)(6) 2010 and (B)(6) 2010 the patient was given the work status may not return to work, on (B)(6) 2010 the patient presented with chronic refractory low back pain; facet arthrosis; post-laminectomy syndrome and pain consistent with sensitivity to hardware. The patient underwent a diagnostic hardware injection at the superior end bilaterally. Lumbar spine x-rays showed solid arthrodesis posteriorly and anteriorly. On (B)(6) 2009 the patient presented with back and neck pain which kept them up at night and radiated down into the bilateral thighs. On (B)(6) 2010 the patient presented with pain and expressed that the previous injection had no lasting effect. The patient's work status was - no work/activity. On (B)(6) 2009 the patient presented with chronic low back pain and underwent a lumbar provocative discography study l3-4, l4-5, and l5-s1 which showed that l3-4 was normal; l4-5 disc was large with evidence of posterior disc protrusion and equivocal concordant pain with referred pain into the bilateral buttocks region; and l5-s1 had marked degeneration with extravasation posterolaterally and concordant pain referred into the bilateral low back region. There was no evidence of lower extremity weakness or hemodynamic instability. No patient complications were noted. On (B)(6) 2010 the patient presented with pain and underwent surgery which consisted of removal of spinal fixation (pedicle screws, rods, l4 to sacrum); exploration of spinal fusion, l4 to sacrum. The exploration showed solid arthrosis. On (B)(6) 2010 the patient was discharged from hospital. On (B)(6) 2010 the patient presented with pain. On (B)(6) 2010 the patient presented with bilateral low back pain. The patient reported the pain woke them up every hour when trying to sleep at night. It was noted that the patient could not return to work at this time. On (B)(6) 2010 the patient presented pain. On (B)(6) 2010 & (B)(6) 2010 the patient presented with complaints of low back pain that radiated into the hips, left greater than right with occasional lower extremity symptoms, mostly posterior leg to ankle and/or across the top of the foot. The patient also complained of neck pain, primarily left sided, with symptoms into the upper trap and shoulder. The patient presented with limited rom. The patient underwent a functional capacity evaluation over two day which showed that the patient met the sedentary to light work level during testing with a 15% whole person impairment recommendation. On (B)(6) 2011 the patient underwent a functional capacity evaluation which gave the patient a 17% whole person impairment rating. On (B)(6) 2012 the patient presented with right foot pain with pain sometimes running up the right leg like a nerve or something which they claimed started the week prior. The doctor's diagnosis was idiopathic peripheral neuropathy. On (B)(6) 2012 the patient complained of right heel pain and believed the previous back surgery was causing it. On (B)(6) 2012 the patient complained of right foot pain which traveled up the side of the lower leg and posterior thigh to the back and then would tingle. Pain was worse with activity or prolonged sitting. The patient also reported intermittent numbness and back pain and occasional weakness in legs. On (B)(6) 2012 the patient presented in ER with low back pain radiating into both hips. The patient stated they had heard something pop when they had bent down the day before. A lumbar spine 8 view imaging took place which showed surgical screws at l4 and s1 with remaining vertebral bodies demonstrating normal height, alignment and interspacing; no fractures or lesions were seen. On (B)(6) 2012 the patient presented with constant pain over back, leg, foot and hips. Pain was worse with sitting or standing for too long. The patient stated they had been under the impression that all hardware had been removed in their second surgery however, x-rays taken in ER the precious week had shown screws at l4-s1 level. Per a separate doctor's note patient had had all hardware removed from their back. On (B)(6) 2011 the patient presented in ER with neck and back pain after a mva the night before. X-rays of the cervical and thoracic spine were taken and both read as negative. On (B)(6) 2012 the patient presented with low back pain; bilateral lower extremity pain right greater than left, that went into foot; intermittent numbness and tingling in the right leg; and occasional weakness in the right leg and foot. The patient also reported neck pain and stiffness; fatigue; myalgias; joint swelling; gait problems; and increased pain with rom. The patient complained that the pain never improved after the 2009 & 2010 surgeries. Per the doctors notes as CT of the lumbar spine showed adequate bony fusion l4-s1 and fusion material l4-s1. On (B)(6) 2012 the paint presented pain and underwent a nerve conductive and emg study - results were normal. On (B)(6) 2012 the patient presented with low back pain; bilateral lower extremity pain, right greater than left; and intermittent numbness, tingling and weakness. The patient also reported neck pain and stiffness; fatigue; myalgias; joint swelling; gait problems; and increased pain with rom. On (B)(6) 2012 the patient presented with back pain and underwent a 3 view lumbar spine x-ray which showed moderate facet hypertrophy and post-operative changes with anterior fusion and discectomies at l4-5 and l5-s1. A lumbar spine MRI was performed which demonstrated mild l3-4 foraminal central canal stenosis and mild inferior foraminal narrowing; and normal post-operative alignment with excellent straitening of the spine and no central or foraminal compromise (l5-s1). On (B)(6) 2013 the patient presented with low back pain; bilateral leg pain, right greater than left; and right foot pain with numbness, tingling, and weakness. The patient complained that most of the time they could not put shoes on due to the pain and that the pain was significantly limiting quality of life and daily activities. The patient also complained of new intermittent numbness and tingling in fingers bilaterally and sometimes having trouble opening thighs. The patient exhibited decreased rom with both the cervical and lumbar back. The patient was encouraged to apply for disability. The doctor mentioned that the patient may be a surgical candidate due to adjacent level disease above old fusion from l4-s1 on (B)(6) 2013 the patient presented with reoccurring severe low back pain with bilateral tingling and numbness in hand consistent with carpel tunnel syndrome. The pain in the low back was described as dull and aching worse with physical activity and radiates down into the legs. The patient underwent a 2 v x-ray which showed solid interbody and posterior arthrodesis at l4-5 and possible some mild collapse at l3-4. On (B)(6) 2013 the patient presented with neck pain and underwent a nerve conductive and an emg study. On (B)(6) 2013 the patient presented with pain and underwent a lumbar spine MRI.

Manufacturer narrative:
"On (B)(6) 2009 operative report (1 of 2 provided) - pre and postoperative diagnosis: discogenic low back pain, degenerative disk disease, referred leg pain, low back pain. Procedure in detail: patient rolled, prepped and draped. Partial vertebral corpectomy with decompressive medial nerve then carried out standard retroperitoneal approach to the lumbosacral spine from l4 to the sacrum. After retractor placement and confirmation of the levels with x-ray, then I took over. Next complete discectomy at l4-l5 and l5-s1 with partial vertebral corpectomies of l5 and of s1 were carried at each interspace. Corpectomies were carried out to completely remove fibrocartilagenous material from the posterior aspect of the disk space to avoid iatrogenic cauda equine syndrome during tamping in the graft. First the disks were removed at l4 and l5, then partial corpectomy of l5 in the l4-l5 interspace and s1 in the l5-s1 inner space were carried out to allow reflection of the material away from the pll, decompressing the cauda equine and it fit nicely at those levels. Valsava showed no spinal fluid leakage or bleeding from either interspace. Next anterior lumbar interbody fusion was carried out by fastening parallel bleeding bony surfaces at l5-s1 and l4-l5. Appropriate sized allograft spaces were selected and gently implanted in the interspaces at each level with the appropriate distraction completing the fusion. Next anterior instrumentation was carried with a synthes 6.5mm titanium screw at l4 and screw and washer at l5-s1. Internal fixation was completed at this portion of the procedure. Wound inspected, no bleeding. Separate page of graft product labels (3) as per pli table above provided do not have a patient identifier. On (B)(6) 2009 operative report (2 of 2 provided) - pre and postoperative diagnosis- low back pain, degenerative disc disease, discogenic low back pain, referred leg pain. Procedures: posterior spinal fusion l4 to sacrum, segmental spinal fixation with medtronic legacy pedicle screws and rods l4 to the sacrum, allograft implantation (morselized). Procedure detail: cobb dissection to expose the spine, chest x-ray was brought in to confirming our location, as well as the anatomic guidelines. Starting points identified at l4, l5 and s1. Pedicle screws inserted bilaterally from l4 to sacrum skipping the l5 pedicle on 1 side to allow an interrupted graft bed. Pedicle screws were placed by placing bur holes dorsally. Gearshift advanced through the pedicles from l4, l5 and sacrum. No perforations noted. Tapping carried out and palpation revealed no perforations. Appropriate size screws were placed in each pedicle. Rods were selected and cinched down to the screws internally fixing the spine from l4 to sacrum. Wound was pulsatile lavaged with antibiotic containing saline. Next, posterior spinal fusion was carried out from l4 to the sacrum by decorticating the posterolateral aspect of the patient's spine using a bur, appropriate size allograft (medtronic mastergraft and infuse sponges) was distributed over the posterolateral aspect of the spine from l4 to sacrum completing the fusion. Wound inspected, no bleeding noted, drain placed, closed in layers. Complications: none. Implants: medtronic legacy pedicle screws and rods, infuse, mastergraft."

Event description:
Updated information: "(B)(6) 2009 operative report (1 of 2 provided) - pre and postoperative diagnosis: discogenic low back pain, degenerative disk disease, referred leg pain, low back pain. Procedure in detail: patient rolled, prepped and draped. Partial vertebral corpectomy with decompressive medial nerve then carried out standard retroperitoneal approach to the lumbosacral spine from l4 to the sacrum. After retractor placement and confirmation of the levels with x-ray, then I took over. Next complete discectomy at l4-l5 and l5-s1 with partial vertebral corpectomies of l5 and of s1 were carried at each interspace. Corpectomies were carried out to completely remove fibrocartilagenous material from the posterior aspect of the disk space to avoid iatrogenic cauda equine syndrome during tamping in the graft. First the disks were removed at l4 and l5, then partial corpectomy of l5 in the l4-l5 interspace and s1 in the l5¿s1 inner space were carried out to allow reflection of the material away from the pll, decompressing the cauda equine and it fit nicely at those levels. Valsava showed no spinal fluid leakage or bleeding from either interspace. Next anterior lumbar interbody fusion was carried out by fastening parallel bleeding bony surfaces at l5-s1 and l4-l5. Appropriate sized allograft spaces were selected and gently implanted in the interspaces at each level with the appropriate distraction completing the fusion. Next anterior instrumentation was carried with a synthes 6.5mm titanium screw at l4 and screw and washer at l5-s1. Internal fixation was completed at this portion of the procedure. Wound inspected, no bleeding. Separate page of graft product labels (3) as per pli table above provided do not have a patient identifier. On (B)(6) 2009 operative report (2 of 2 provided) - pre and postoperative diagnosis- low back pain, degenerative disc disease, discogenic low back pain, referred leg pain. Procedures: posterior spinal fusion l4 to sacrum, segmental spinal fixation with medtronic legacy pedicle screws and rods l4 to the sacrum, allograft implantation (morselized). Procedure detail: cobb dissection to expose the spine, chest x-ray was brought in to confirming our location, as well as the anatomic guidelines. Starting points identified at l4, l5 and s1. Pedicle screws inserted bilaterally from l4 to sacrum skipping the l5 pedicle on 1 side to allow an interrupted graft bed. Pedicle screws were placed by placing bur holes dorsally. Gearshift advanced through the pedicles from l4, l5 and sacrum. No perforations noted. Tapping carried out and palpation revealed no perforations. Appropriate size screws were placed in each pedicle. Rods were selected and cinched down to the screws internally fixing the spine from l4 to sacrum. Wound was pulsatile lavaged with antibiotic containing saline. Next, posterior spinal fusion was carried out from l4 to the sacrum by decorticating the posterolateral aspect of the patient¿s spine using a bur, appropriate size allograft (medtronic mastergraft and infuse sponges) was distributed over the posterolateral aspect of the spine from l4 to sacrum completing the fusion. Wound inspected, no bleeding noted, drain placed, closed in layers. Complications: none. Implants: medtronic legacy pedicle screws and rods, infuse, mastergraft."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: on (B)(6) 2009 lumbar fluoroscopy shows lumbar spine with apparent central screws that appear to be anterior. On (B)(6) 2009 chest x-ray infiltrate is seen in the left base obscuring the diaphragm. Heart is mildly enlarged.